Manufacturer narrative:
Reference MFR report # 2916596-2018-03639 for the report of the pump exchange which is additional information to this report. Additional information. Device evaluation: the explanted pump was returned for evaluation. The evaluation of pump confirmed internal driveline wire damage that would have contributed to the reported event. The evaluation of the pump portion of the driveline and the section replaced during the repair on 12jun2018 did not reveal any issues that would have contributed to the reported event. The pump was returned disassembled with the driveline severed 8 inches from the pump housing and the remaining distal portion was also returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the severed portion of the driveline noted that the distal driveline repair, installed on 6/12/2018, was present and intact. Breakdown of the braided shield was noted up to 18.5 inches from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. The metal braided shielding was removed and visual inspection of the underlying wires revealed an insulation breach to the red wire, approximately 9 inches from the pump housing. An additional breach in the black wire was noted approximately 11 inches from the pump. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test revealed a breach in the green wire approximately 11 inches from the pump housing. The remainder of the driveline appeared unremarkable. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at these locations. If any of the exposed conductors of the damaged wires contacted the braided shield while the system was operating on a tethered power source, the resulting electrical short could have contributed to the pump stop or low speed events captured in the submitted log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump exchange occurred on 01aug2018 due to an issue associated with the percutaneous lead (driveline).

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow and pump off alarms were observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further alarms have been reported. No additional information was provided.